Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the internal batteries were depleted; however, the root cause was not determined. The customer rec'd a replacement device.

Event description:
During a preliminary inspection of a device returned to physio-control it was observed that the device would not power on. There were no reports by the customer of pt use associated with the reported failure.